Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set after initially changing only the insertion site and not performing a fill tubing, followed by assistance to replace the entire infusion set and later another supply change to address suspected improper infusion set deployment. Symptoms included elevated blood glucose up to 343 mg/dl with subsequent readings around 330 mg/dl and trending down to approximately 270 mg/dl. Outcomes included no alerts for prolonged severe hyperglycemia, no ketone testing, no use of backup therapy, no medical intervention, and no immediate health effects. Investigation included technical support troubleshooting and user education on proper infusion set replacement, cartridge handling, fill tubing, and cannula fill. Investigation of this case revealed that hyperglycemia was associated with incorrect infusion set deployment, which impeded insulin delivery until the set was replaced and correctly primed. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.